Event description:
The reporter stated that the surgeon was inserting a aq2010v three piece silicone lens and the lens tore. The surgeon enlarged the incision minimally to remove the lens and replaced it with another model lens, no suture required.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has one haptic torn off & missing. There is a piece of the optic torn off. There is clear & reddish surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.